Event description:
In 2007, the pt was treated for a descending thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The procedure went without incident and the final angiogram did not show any evidence of endoleaks or problems. The following day, a f/u CT scan showed a proximal type I endoleak. A re-intervention took place the next day, an additional gore tag thoracic endoprosthesis was placed proximaly and resolved the type I endoleak. The pt was reported to be doing well.

Manufacturer narrative:
Device remains implanted in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Unable to determine the cause.